Event description:
It was reported by the customer that a bpyxis anesthesia es system keyboard stopped responding in the middle of a case. The customer stated that the user hit the wrong keys on the keyboard, and it stopped working completely. No other information was released regarding this event. There were no specific delay, patient harm, or adverse event reported by the customer.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-aug-2022 to 26-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had resolved the issue by rebooting the system. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction was caused due to a user error. The customer was notified of this information and the field service engineer dispatch was canceled. However, the customer resolved the issue by rebooting the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard stopped responding in the middle of a case. The customer stated that the user hit the wrong keys on the keyboard, and it stopped working completely. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h11 - corrected manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the reported malfunction occurred due to the 'o' key being not working until a station reboot. The customer was notified of this information and the field service engineer dispatch was canceled. However, the customer resolved the issue by rebooting the station. The system functioned as intended.